Manufacturer narrative:
Updated d9, g3/g4, h2/h6/h11. A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Product evaluation: the findings from the evaluation of the returned devices are consistent with the reported failure mode of device getting stuck inside the introducer sheath. In addition, the findings are consistent with limb separating from the catheter. The returned delivery catheter was inspected and remnants from the polyimide guidewire lumen were present in the trailing olive indicating a break and not an insufficient bond. Further, an x-ray was performed on the introducer sheath, and it was observed that the leading olive and endoprosthesis were still within the introducer sheath. The cause of the reported failure modes could not be established with the available information. H6: code d15-there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device.

Event description:
The following was reported to gore: on (B)(6) 2026, during endovascular aneurysm repair using a gore® excluder® aaa endoprosthesis (contralateral leg component) delivered through a gore® dryseal flex introducer sheath (dsf1233), the device became stuck within the sheath immediately after passing the valve and could not be advanced further. It was reported that the physician attempted to withdraw the undeployed device through the sheath, at which time resistance was encountered. During withdrawal, the limb separated from the delivery catheter and remained lodged within the sheath. The delivery catheter was removed, and the sheath containing the limb was subsequently removed together from the patient. No portion of the device or sheath remained in the patient. The procedure was completed using replacement devices. The patient tolerated the procedure with no reported adverse outcomes.

Manufacturer narrative:
H6: code c21 - results pending determination and completion of investigations. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.